Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed static fill estimate of 105 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could occur due to large differences in measured pressure used to calculate remaining insulin and advised that once actual insulin amount matched static value the reading would begin to decrease normally, and caller understood and acknowledged this information.